Event description:
It was reported that during a laparoscopic roux-en-y procedure, the clips were scissoring. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Concomitant medical products: information was not provided. Information anticipated, but unavailable at this time.